Manufacturer narrative:
Upon receipt, the lead was found dissected at 12.5 cm distal to the is-1 connector pin. Only the proximal fragment was received. It is reasonable to assume, that the fragmentation of the lead originated from the explant procedure. The returned fragment was visually and electrically analyzed. The inspection revealed coagulated blood residuals in the lumen of the lead most likely as a result of the surgery. In addition, the dc resistances of the conductor fragments were investigated. No peculiarities were found. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. With regard to the issues mentioned in the complaint description, the analysis of the available fragment did not show any deviations. In summary, no indication of a material or manufacturing problem was noted during analysis.

Event description:
This patient received 17 shocks due to noise, oversensing and loss of capture on the rv channel. This lead was explanted and replaced. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(4).